Event description:
A patient presented with an abdominal wound dehiscence one day following surgery. The patient was returned to surgery. The suture excised and the abdominal wound repaired. The attending surgeon reported that the suture broke .the patient is reported as recovered and fine.